Manufacturer narrative:
Citation: honda y et al. The novel echo-guided proglide technique during percutaneous transfemoral transcatheter aortic valve implantation. J interv cardiol. 2018 apr;31(2):216-222. Doi: 10.1111/joic.12468. Epub 2017 nov 28. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the clinical benefit of the echo-guided proglide technique in patients undergoing percutaneous transfemoral transcatheter aortic valve implantation (tf-tavi). All data were collected from a single center between february 2014 and july 2017. The study population included 121 patients (predominantly female; mean age 86 years), 1 of which was implanted with medtronic corevalve bioprosthetic valve (serial numbers not provided) with use of an accutrak delivery catheter system (lot numbers not provided). Among all patients, adverse events included: 11 major vascular complications, 1 iliac perforation, 2 iliac dissection, 6 femoral ste nosis or occlusion, 2 femoral bleeding, and 6 acute femoral artery stenosis or occlusion. Intervention included endovascular therapy or surgical repair. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.